Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery out limit alarm was noted. No cosmetic damage was noted.

Event description:
It was reported that the customer had normal blood glucose levels of 151 mg/dl. The customer reported a battery out limit alarm from the insulin pump. The customer reported that a new battery was installed on the insulin pump but they received the same error.. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).